Event description:
The patient was treated in the study with two precise stents in the left proximal internal carotid artery. During the procedure, there was difficulty experienced while tracking the angioguard to the lesion because of the tortuousity of the vessel. The angioguard was deployed; however, there was difficulty experienced when trying to advance the device distal enough from the target lesion; therefore, during the deployment of the precise stent, the stent only covered the proximal portion of the lesion because the angioguard covered the distal portion of the lesion. The angioguard was then removed without difficulty and another angioguard was advanced to the lesion. The same tracking difficulty was experienced because the tortuousity of the vessel and the stiffness of the angioguard. The product was deployed; however, there was difficulty deploying the angioguard as far distal from the lesion again because of the vessel characteristics. Another precise stent was deployed to cover the distal portion of the lesion overlapping the first stent. The angioguard was retrieved without difficulty. Approximately 6 hours after the procedure, the patient experienced a neurological event of aphasia, mild agitation, and right-sided hemiparesis. The patient was not treated with medication, but was monitored. The patient still has neurological deficits.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2007-02185 and 9616099-2007-02186. This product is not available for analysis as stated. Additional information will be provided within thirty days of receipt.